Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture grade iii and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii and seroma.

Event description:
Patient representative reported patient experienced the events of ¿started feeling pain, and discomfort in both breasts¿, ¿right breast deformity, which progressed over time¿, ¿contours slightly wavy on the implants¿, ¿lobulated contours and radial folds, small amount of adjacent laminar fluid¿, ¿living complicated days, with intense pain, burning, fearful of infections and diseases, knowing that can suffer serious damage to health¿, ¿evident asymmetry and hardening¿, and ¿capsular contracture baker grade iii.¿ the device was explanted.